Manufacturer narrative:
The brakes not holding could lead to unintentional movement of the bed which has the potential to cause serious injury. The technician replaced the casters in order to resolve the problem.

Event description:
Bed brakes would not hold. There were no injuries in this event.